Manufacturer narrative:
Lot numbers 01211k000 (mf date 12/2011/ expiration date 04/27/2013) and 01612a000 (mf date 01/2012/ expiration date 06/17/2013) were in use at the time the discrepant result was generated. It is unknown which lot generated the result. (B)(4). This event was originally filed under manufacture report number: 1415939-2012-01622. This report was opened to document the correct manufacture location and provide the evaluation. Evaluation: evaluation of the customer issue included a review of the complaint text, a search for similar complaints, accuracy testing, specificity testing, release testing data review, a literature review, and a review of labeling. To further evaluate the issue accuracy testing was completed to evaluate the assay performance for lots 01211k000 and 01612a000. The testing passed. Specificity testing was performed using return specimens, volume permitting. The testing did not meet acceptance criteria indicating the possibility of an interfering substance in the patient samples. A review of release testing which included the trending of human serum/plasma panels, tested as part of product release testing, demonstrate the assay has not shifted over this period of time. A study was reviewed titled: "performance characteristics of six intact parathyroid hormone assays". The review indicated that while the architect ipth assay showed a positive bias, the correlation between all six of the assays was good. Labeling was reviewed and found to be adequate. Based on the results of this evaluation, the architect ipth assay, ln 08k25, lot numbers 01211k000 and 01612a000 are performing as intended and no product deficiency was identified.

Event description:
The customer observed a falsely elevated parathyroid hormone result while using the architect ipth assay. The customer indicated that the initial result was generated using the architect ipth assay and the retest result was completed using another methodology at quest, cmia. The customer provided the following results: initial 104.4 pg/ml, retest 56 pg/ml no additional patient information was provided. No adverse impact to patient management was reported.